Event description:
A surgeon reported an intraocular lens was replaced due to problems with glare. The glare was described as streaks of light.

Event description:
The pt is doing well after iol exchange. Visual acuity prior to and after the lens replacement was 20/20. The surgeon did not feel this incident would cause a serious injury if it were to recur.